Event description:
A customer reported receiving a ¿scan again within 10 minutes¿ error message for over 2 hours on the same day of applying the adc freestyle libre sensor. As result, the customer was unable to obtain sensor scans and experienced symptoms of hypoglycemia and a loss of consciousness. The customer further reported being able to self-treat with a sweet drink provided by a family member. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Inspected the plug assembly, no issues were observed. De-cased the sensor and performed visual inspection and observed liquid corrosion on printed circuit board assembly (pcba). An extended investigation was also performed. Visual inspection performed on the returned sensor pcba and corrosion was observed. Reprogrammed the sensor and placed it on a simvivo fixture. Activated the returned sensor with a known good reader and sensor was able to activate successfully. Performed an accuracy test and the test results were within specification . This test result confirmed proper function from the sensor. The returned sensor passed all testing and no other issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again within 10 minutes¿ error message for over 2 hours on the same day of applying the adc freestyle libre sensor. As result, the customer was unable to obtain sensor scans and experienced symptoms of hypoglycemia and a loss of consciousness. The customer further reported being able to self-treat with a sweet drink provided by a family member. No further information was reported. There was no report of death or permanent injury associated with this event.